Event description:
It was reported that during a routine device change-out due to normal eri, externalized conductor was observed under fluoroscopy. No electrical anomalies were noted. Lead remains implanted. Patient will be monitored.